Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the outer insulation of the left ventricular (lv) epicardial lead was damaged while the physician was placing the sutures. The lead was attempted but not used and the lead was replaced. No patient complications have been reported as a result of this event.